Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08751. It was reported the patient experienced ineffective stimulation due to high impedances. X-rays were inconclusive. As a result, the system was explanted and replaced. Issue resolved